Manufacturer narrative:
Patient identifier, date of birth, and weight not available for reporting. Device malfunctioned intra-operatively and was not implanted / explanted. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported patient underwent an open reduction internal fixation (orif) for proximal femoral trochanteric fractures on (B)(6) 2018. Surgeon had difficulty inserting the trochanteric fixation nail advanced (tfna) nail 200mm into the medullary cavity, which was approximately 11-12mm in diameter. Surgeon opted to strike the nail with a hammer. When the nail reached approximately 30mm short of the planned insertion position in the medullary cavity, it was noted that the tip of the nail had made contact with an unknown part of the bone. Surgeon replaced the nail with a 170mm nail and was able to insert the new nail with hammering. A reamer has not been prepared. Surgery was completed with a delay of approximately 30 minutes. There was no adverse consequence to the patient reported. This report is for one (1) 9mm 125 degree cannulated tfna nail 200mm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record (DHR) review was conducted: part #: 04.037.913s, lot#: h050573 (sterile) - 9mm/125 deg ti cann tfna 200mm - sterile. Quantity 6. Manufacturing location: monument, manufacturing date: 09-mar-2016, expiration date: 31-mar-2026. Component parts reviewed: part 04.037.912.2 - lock prong, 130 degree, tfna bp-55 lot ¿ 9814069, part 04.037.912.4 - wave spring, shim ended bp-55 lot ¿ 9850932, part 04.037.912.3 - tfna lock drive bp-58 lot ¿ 9980482: part 21127 - raw material lot bp-80 lot - 7855497. Raw material for titanium received from metalwerks pmd, certificate of analysis for titanium received from metalwerks meet specification. Raw material receiving/putaway checklist meet requirements. Inspection sheet for in-process/inspect dimensional/final and inspection sheet for tfna assembly inspection met inspection acceptance criteria. No non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Sterility documentation was reviewed and determined to be conforming. A product investigation was conducted. The implant was received with the reported condition of ¿no reported product problem adverse event: nrm.¿ the following investigation flow was performed: adverse event (no reported product problem). The returned implant was examined and there were no product issue/defect identified. No definitive root cause could be determined as the circumstances surrounding the complaint during the time of the event are unknown. There is no allegation of device defect, deficiency or surgical technique error associated with the complaint devices. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: relevant tests. Concomitant medical products: date returned to manufacturer. Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.